Manufacturer narrative:
A software investigation found when viewing snapshots of navigation images it was noted that the plan shows where the outer edge of the brain was during the time surgeon alleged navigation was inaccurate. By observation the brain was 8-10mm drawn away from the skull with an airspace between the two. This could also shift the tumor close to the same distance which correlates with the shift the brain made away from the skull. No software faults or anomalies were found to be the cause of the alleged inaccuracy.

Event description:
A medtronic representative reported that the surgeon was 8-10 mm off from his expected target while navigating a cranial procedure. The surgeon reported navigation was accurate at the beginning of the tumor resection. As they resected into the brain, surgeon alleged accuracy degraded posteriorly. The rep suggested that the surgeon reconfirm accuracy on the canthis of the eye, this landmark still showed accurate. The rep noticed potential brain shift as there was a difference between skull/brain separation on the images. There was no reported harm to the patient.